Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found both sensor cannulas retracted inside of the sensor. Unable to confirm that the customer received the sensors damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving lost sensor alerts and upon removal, noticed that the sensors did not contain electrodes. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.